Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the implantable neurostimulator (ins) was not working and the patient had gotten worse. It was reported that the hcp was not sure if the pain that the patient was having was from a car accident (new pain) or if the patient's underlying pain had gotten worse. They did not know when the patient last had stimulation and whether the patient was currently using their stimulation. The pain issue and spinal cord stimulator not working began after the car accident on (B)(6) 2015. The consumer reported that they had poor communication. The patient reported that they were in a car accident and since then had been experiencing a lot of pain and the patient noticed their implant was not charging. It was reported that the pain they were experiencing was from the car accident. The patient saw the poor communication screen on the patient programmer during the call. They were not able to communicate with the implantable neurostimulator recharger (insr). The patient last felt stimulation and last successfully recharged in (B)(6) 2015. It was confirmed that the increased pain was related to the car accident and not the implant. Relevant medical history includes post lumbar laminectomy syndrome.